Event description:
It was reported that on two days the device had episodes of oversensing on both the atrial and right ventricular channels and there was noise present on the electrograms. The episodes appeared consistent with electrical magnetic interference oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing and ventricular (non-sustained tachycardia) nstless than equal to 130 ms between (B)(6) 2011.